Event description:
Reportedly, the penultimate follow-up was performed in 2015 and the estimated residual longevity was > 1 year. The patient was appointed for a follow-up in (B)(6) 2016 but did not attend until (B)(6) 2016. During the follow-up on (B)(6) 2016, the interrogation was tried but it was not possible. According to the physician the green led of the programmer head turned on just once and the interrogation was not possible. Later on the leds were turned off and the telemetry was not possible anymore. No interrogation was possible at any time. In front of this an ECG was performed and a complete avb and 30 bpm was displayed (ECG not available). The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical characteristics were within specifications.

Event description:
Reportedly, the penultimate follow-up was performed in 2015 and the estimated residual longevity was greater then 1 year. The patient was appointed for a follow-up in (B)(6) 2016 but did not attend until (B)(6) 2016. During the follow-up on (B)(4) 2016, the interrogation was tried but it was not possible. According to the physician the green led of the programmer head turned on just once and the interrogation was not possible. Later on the leds were turned off and the telemetry was not possible anymore. No interrogation was possible at any time. In front of this an ECG was performed and a complete avb and 30 bpm was displayed (ECG not available). The device was explanted and will be returned for analysis.

Event description:
Reportedly, the penultimate follow-up was performed in 2015 and the estimated residual longevity was > 1 year. The patient was appointed for a follow-up in (B)(6) 2016 but did not attend until (B)(6) 2016. During the follow-up on (B)(6) 2016, the interrogation was tried but it was not possible. According to the physician the green led of the programmer head turned on just once and the interrogation was not possible. Later on the leds were turned off and the telemetry was not possible anymore. No interrogation was possible at any time. In front of this an ECG was performed and a complete avb and 30 bpm was displayed (ECG not available). The device was explanted and will be returned for analysis.